Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was completed. The fse went to the customer site and was able to reproduce the reported problem. The fse noted that the e-100 generator powered off during setup. The fse replaced the e-100 generator to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. This unit was installed onto a test system and failed. The power light emitting diode (led) turned red and the bipolar energy led did not turn on. The cutting/sealing function could not be performed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the e-100 generator stopped working. The site power cycled the e-100 generator, but the issue remained. The procedure was completed with the integrated electrosurgical generator unit (iesu). There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on. The system powered on with no errors.